Manufacturer narrative:
The xenograft remains implanted and not available for evaluation. Therefore, a comprehensive re-review will be conducted on the manufacturing records, sterilization run reports, environmental monitoring results, quality control / assurance reviews and release, and the complaint database for related complaints associated with the lot. Results will be provided in a follow up report once the investigation is completed.

Event description:
Rti surgical, inc (rti) received a complaint notification on 06/16/2017 indicating that a patient underwent implantation of a fortiva porcine dermis as part of a clinical study (subject (B)(6)) on (B)(6) 2017. Oxygen requirements increased post-operatively and the patient had to be transferred to the intensive care unit. The surgeon indicated that this event was not related to the implant. Rti has requested additional information regarding the clinical course of the patient. To date, rti has not received any additional information.

Manufacturer narrative:
The xenograft was not returned for evaluation. Therefore a comprehensive re-review of manufacturing records, sterilization run reports, quality control / assurance reviews and release, and the complaint database for related complaints associated with the lot was conducted. There were two departures noted during records re-review for lot mp152501. One departure was associated with exceeded bioburden action limit. However, additional bioburden testing was performed. All results were within tolerance limits. The second departure was associated with exceeded storage temperature at the abattoir. A risk analysis showed that there was no risk to the product. Therefore, the graft associated with this complaint was not negatively impacted by these departures. Serial ID (B)(4) met all rti/tmi specifications and release criteria pior to distribution. Xenografts manufactured from lot mp152501 underwent a validated sterilization methodology: tutoplast®, which includes terminal sterilization by gamma irradiation after packaging. To date, rti/tmi has manufactured and distributed (B)(4) xenografts from lot mp152501 wihout related complaints. Based on our records re-review and the complaint information provided to date, it is more plausible that the patient's post-operative complications were associated with an event of source extrinsic to the xenograft implant.

Event description:
Rti surgical received an updated clinical study adverse event form in which the surgeon confirmed that the patient's increase in oxygen requirements post-operatively where not associated with the implanted fortiva porcine dermis.